Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the clip fell off the horizon small clip applier (hsca) instrument when it entered the patient¿s anatomy. The clip was retrieved in the same procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. Visual inspection confirmed that all fragments were retrieved. No additional surgical procedure was performed. The customer continued the procedure with new clips. The patient did not return to the hospital due to any post-surgical complications.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the clip of the horizon small clip applier instrument fell into the patient¿s anatomy, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This is considered a reportable event due to the following conclusion: it was alleged during a da vinci-assisted distal pancreatectomy surgical procedure, the clip of the horizon small clip applier instrument fell into the patient¿s anatomy. The clip was retrieved in the same procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the horizon small clip applier (hsca) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was not able to replicate nor confirm the customer reported complaint of having issue with ¿the clip fell off¿. The hsca instrument was analyzed and the complaint regarding the reported complaint could not be confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and were aligned. The instrument passed the clip test on several attempts. The instrument retained the clip throughout the clip application. The instrument was fully functional. No product issue was identified.